Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented via a merlin.net alert with a high ventricular rate episode and right atrial (ra) lead noise episodes as well as automatic mode switch. The cause of the noise was electromagnetic interference. No intervention took place at the time. The patient was in stable condition.